Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14836. It was reported that patient experienced ineffective therapy. As a result, surgical intervention undertaken wherein the entire system was explanted with the retention of the left lead in the intraspinal location (related manufacturer reference number 3006705815-2022-14702, 3006705815-2022-14701). It¿s unknown which lead was explanted, and both are being reported.